Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek inrange serial number (B)(4). At 12:07 p.m., a capillary sample from the patient was tested on the meter, resulting as 7.7 inr. At 12:10 p.m., a capillary sample from the patient was tested on the meter, resulting as 4.6 inr. Upon review of the meter memory, the patient had an additional meter result of 4.4 inr at 13:57. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is around 3.5 inr. The customer's product was requested for investigation. Relevant retention test strips (lot 244034) were tested in comparison with the master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. Upon review of the meter memory, the following additional erroneous value were observed: on (B)(6) 2018 at 11:58, the patient had a result of 5.2 inr. On (B)(6) 2018 at 12:08, the patient had a result of 4.3 inr. On (B)(6) 2018 at 18:19, the patient had a result of 1.0 inr.

Manufacturer narrative:
One vial of test strip lot 244034-11 containing 1 test strips and the coaguchek inrange were received for investigation. The test strip and vial showed no defects. The meter appeared undamaged and was clean on the outside. The returned test strip was measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip . For this purpose, one human blood sample from a marcumar donor and internal reference meters were used. Master lot and retention meter. Marcumar 3: 1.6 inr. Customer strips and customer meter. Marcumar 3: 1.6 inr. The maximum difference between measurements with the same blood sample was 0.0 inr. The returned customer material and retention material complied with specification.